Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found an outer insulation abrasion at 6.5 cm from the connector, exposing the is-1 proximal coil. All five wires of the is-1 distal coil were fractured at 2.5 cm from the connector due to cyclic stress. This is believed to be the cause for the field event of a high impedance measurement. The abrasion damage is consistent with that occurring due to friction with the ICD can.

Event description:
It was reported that during a follow-up visit, high impedance and high pacing thresholds were observed. The lead was explanted and replaced.